Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire occurred. The sensor was inserted into the under the armpit. On (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. The device was visually inspected and the housing puck was detached from the carrier; the sensor was still attached to the housing puck. The reported event of a detached sensor wire was not confirmed. A root cause could not be determined.